Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 545 mg/dl and a bolus was delivered to address bg. Customer did not know cause of event. Pump system check with tandem technical support found the pump was functioning properly. Reportedly, customer was filling the cartridge with cold insulin. Bg lowered to 438 mg/dl at the time of the report.